Event description:
Investigation revealed the text on the display screen was dim, faded and reddish. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed the text on the display was dim, faded and reddish. The cartridge and battery caps were not returned; therefore, a test battery cap was used to verify steps. (B)(6).